Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: no activity related to the complaint was observed in the black box or download history. The battery compartment was cracked along the side of pump. The threads on the battery cap were stripped. The pump powered on normally and was exercised for 24 hours with no overheating or alarms duplicated. The pump's electrical current draws were found to be within specification. There was no evidence of internal moisture found when the pump was opened. No defects were found to the power wire or battery connections. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were temperature issues with the pump. The reporter stated that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.